Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests; the currents are within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they are unable to prime to the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that during priming, piston did not recognize reservoir, and display did not change with units for priming tubings. The customer was advised that it needs complete check functional.